Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose of 39 mg/dl after announcing a usual dinner and subsequently discontinuing use of the system; the user also reported the device felt hot to the touch. Symptoms included low blood glucose requiring oral glucose and a glucose injection per pharmacist guidance. Outcomes included recovery of blood glucose following treatment and scheduling of additional training with plans for virtual advanced training. Investigation included case review and user education focused on meal announcements and appropriate use of the system. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with possible contribution from maladapted meal announcements while not eating and user technique issues; the report of the device feeling hot to the touch prompted replacement for further assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user interaction factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.